Event description:
It was reported that during percutaneous transluminal angioplasty procedure a balloon rupture occurred. The calcified target lesion was located in the shunt. A 6.0mmx40mmx40cm (4f) sterling balloon catheter was selected and advanced to treat the target lesion. The balloon ruptured at 6 atms on the second inflation. The atms of the first inflation are unknown. The procedure was completed with another of the same device. No complications were reported and patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).